Event description:
It was reported that during attempted implant, after connecting the lead and performing defibrillation threshold test an alert for over current detection was observed. A possible hv lead issue and low, out of range lead impedance were also noted. Another device was implanted. Patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of low hv lead impedance was confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the reported low hv lead impedance could not be determined.